Event description:
This is filed to report the clip jumping open. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. When establishing final arm angle (efaa) the clip jumped open to roughly 120 degrees. Therefore, the cds was removed without issue. Two clips were then deployed, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening during establishing final arm angle (efaa) and clip jumpiness issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no lot-specific product issue from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported clip opening during efaa and clip jumpiness issue in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.